Event description:
An adhesive issue was reported with the adc sensor. A sensor prematurely detached and the customer was unable to obtain readings however, a blood glucose result of 2.9 mmol/l was obtained from an unspecified device. The customer experienced hypoglycemia with symptoms described as sweating and was unable to self-treat, requiring third-party treatment of food and drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.